Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer's insulin pump had suspended six times in one day. The customer stated they did not suspend their insulin pump on purpose. Troubleshooting found the customer's insulin pump passed a selftest and there was no concerning alarms in the alarm history. The customer's insulin pump will be replaced due to their endocrinologist's recommendation. No additional information provided.